Manufacturer narrative:
D10: (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 186-01-54 - integrip cc, cluster 54mm, g2. (B)(6) 190-21-07 - alt ha s noclr ext sz 7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 80 months after bilateral total hip arthroplasty, a patient presented back to doctor's office with complaints of pain, stiffness and dissatisfaction with the right hip. Subsequently, the doctor noted that the patient technically had a recalled polyethylene. As a result, the patient was scheduled for a right hip revision six days later. It was noted that during the revision procedure the patient underwent an acetabular polyethylene swap and femoral head replacement. Intraoperatively, it was noted that the first polyethylene replacement component failed to lock into the acetabular component properly. It was removed; the remaining bone and soft tissue were removed around the rim of the cup and the second polyethylene was locked in properly. Post operatively it was noted there was a surgical delay/prolongation due to further dissection and debridement around the acetabular rim from the first replacement not locking in properly. It was reported there was no patient impact due to the surgical delay. The patient was last known to be in stable condition following the event. Images of the polyethylene explants were provided. No operative reports or medical records were provided. No additional information is available.